Manufacturer narrative:
(B)(4). Concomitant medical products: us157850-m2a-magnum pf cup-167780, 139258-m2a-magnum tpr insrt-228310, x12-171313-integral/x por-299620. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05135, 0001825034 -2019 -05137. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip arthroplasty. Subsequently, the patient underwent a revision due to unknown reasons a year later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.